Event description:
During labor of a patient, a foley catheter was inserted and the urine collection bag was noted to have a hole in it where the "cover for the empty hose meets the actual bag". The insertion of the foley was difficult due to the head of the fetus being very low so the catheter itself was left in place (due to the difficulty encountered in placement) and a new bag was attached using sterile technique.